Event description:
On (B)(6) 2013, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. At the final angiography, a type iiia endoleak or a possible proximal type I endoleak was suspected. After touch-up ballooning, a endoleak still remained but the procedure was completed. On an unknown date, aneurysm enlargement was confirmed. On (B)(6) 2021, a reintervention was performed. During the reintervention, the physician determined the suspected endoleak was a proximal type I endoleak, so two stent grafts were implanted into the proximal neck. The endoleak was resolved and the procedure was completed.